Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a bunionectomy procedure on both feet with removal of a boney prominence of the fifth toe in (B)(6) 2015 and bone wax was used. Post operatively, the patient developed an allergic reaction with swelling of the foot and leg. The patient was seen by infectious disease and hospitalized for suspected osteomyelitis and treated with IV antibiotics. Osteomyelitis was ruled out. The patient underwent an MRI and blood work and all have been negative. No additional information was provided.